Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue/ debris on the product. Visual inspection found a tear in the lens haptic and presence of clear residue and debris on the product. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -15.00/1.0/105 diopter into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vault and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) and uncorrected visual acuity (ucva) was found to be 20/20.